Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by medical professional that the patient had been hospitalized (for 2 days thus far) with hypoglycemia. The patient's blood glucose levels dropped to 40 mg/dl while wearing the pod on the abdomen. The patient was treated with sugar intravenously and remained hospitalized at the time of reporting.